Event description:
The pt was reportedly experiencing intermittencies and loss of lock. External equipment was exchanged, however, this did not resolve the issue. Testing of the device showed abnormal results. Surgery to explant this pt's device has been scheduled.